Event description:
After conclusion of surgical procedure (excision of lesion of face), control on outside of instrument container has changed to indicate sterility.only one pack used on a patient. Other packs removed from cupboards with outside indicators unchangeddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: other. Conclusion: device failed during assembly, device failure related to patient condition, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.